Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, neuromuscular problems and odor. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent mesh herniorrhaphy with an unknown mesh, right inguinal hernia and right ilioinguinal neurectomy on (B)(6) 2014 due to right inguinal hernia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and frequency, nocturia, dysuria, urinary tract infection, monilial vaginitis.